Manufacturer narrative:
Due to charcter limit I the e1 section the full initial reporter's name is (B)(6). Due to character limit in the e1 section the full event site telephone is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump has a faulty mains cable. There was no injury.

Manufacturer narrative:
A getinge field service engineer (fse) observed plug melted in the socket. Fse replaced hcu 40 powercable g:bs1363 gb. All checks completed and seen to pass.

Event description:
It was reported by customer that before use, the cardiosave intra aortic balloon pump has a faulty mains cable. No patient was involved.